Event description:
It was reported that the device was used during a gastric bypass. During the last firing at the angle of his, the knife pushed the tissue out and did not cut. The staples were malformed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.